Event description:
Nt821731c - drain with the stopcock issue. Stopcock broke off the system.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.11 - stopcocks: luer lock thread is stripped or broken. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - drain with the stopcock issue. Stopcock broke off the system.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). No lot number information provided by the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Complaint history review/trend analysis: (24 months review and percent of sales) 50 previously confirmed "integ-broke in use" complaints within the past two years. 38,126 nt821731c units sold within past two years. Failure rate = (B)(4). Risk management review: a review of (B)(4) medical device hazard analysis (rev 10), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered low. Based on complaint of "stopcock failure." This determination is based on the information received from the customer. Root cause/failure investigation: this case had a drainage system with a damaged drip chamber and patient-line stopcock. Drip chamber stopcock was broken at the lever which is used to turn the stopcock into a closed or open position. The patient-line stopcock was broken at the female luer and wall. The system stopcock showed signs of deformation on the lever at the point where the rotational toque is mostly applied. The lever felt much more flexible when manipulating and showed stress-induced crystallization. The breakage of the components indicates that the user turned the stopcocks with excessive torque possibly with a tool instead of by hand. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. There was a buildup of dried blood/bodily fluids at the drip chamber stopcock valve. Assessment of whether bodily fluid exposure created an increased resistance during stopcock manipulation was conducted on the system stopcock. The stopcock exhibited an elevated rotational resistance relative to baseline performance observed in new units. Section "warnings" on page 3 of the eds 3 system IFU (sd208650001 rev da) gives details on handling the eds 3 system such as finger tightening components and not using external. Tools. Failure mode: confirmed / stopcock breakage during use.